Event description:
It was reported that the patient underwent a left knee revision. Subsequently, the patient experienced loosening, prosthesis wear and instability. As a result, the patient underwent an additional left knee revision approximately 2 years and 10 months after previous revision. No further patient impact reported. No further information available.